Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material inside of the light guide lens and inside of the forceps elevator. This finding was due to insufficient cleaning or handling of the scope. An additional attributing factor is wear and tear. Also, it was observed that the connecting tube had foreign objects. It was also observed that the distal end had residual liquid. It was observed that the suction, air, and water cylinders had no color. It was also observed that due to dirt on the light rod and discoloration of the light guide lens, the illumination was uneven/ poor. It was observed that the scope connector was dirty due to water leakage. It was also observed that the electrical connector had corrosion due to water leakage. It was observed that the distal end and the left arm had corrosion. Lastly, discoloration was observed on the following unit components: control unit, up and down knob, grip, switch box and on the right and left knob. The faulty parts were replaced. The device was inspected and passed olympus functional standards. Due to the nature of this reportable event, the cleaning sterilization and disinfection (cds) processes performed at the user facility has been requested however has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera ii duodenovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was found inside of the light guide lens and inside of the forceps elevator. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Gap of adhesive on the distal end allowed a stain to enter inside the lens through the gap. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.